Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dlm. The customer was treated with manual injections for two days. The caller stated that her doctor advised her that the insulin pump was not delivering insulin and recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-87201. Mgf. Report 2 of 2, medwatch report # 2032227-2012-05797.